Event description:
It was reported that a malfunction alarm with code malf 12 occurred. The customer declined to answer whether their blood glucose level exceeded the safe threshold, so no data on blood glucose impact was available. Technical support provided the customer with information to reset the pump, assisted with the reset process, and no recurrence of the malfunction code was observed. The customer was instructed to continue using the pump and to call back if the issue reappeared.